Event description:
In 2007, a pt underwent an interbody fusion. The surgeon inserted the infix endplates of the construct, however, the struts would not insert. Upon review of the endplate placement with fluoroscopy, the surgeon found the top endplate was mis-aligned. The surgeon removed the hardware and reimplanted two new endplates without injury to the pt.

Manufacturer narrative:
The investigation consisted of an eval of the returned endplates and a review of the device history records. The investigation determined the endplates met product specs, however, did not function per intended use due to mis-alignment of the distractor. Further investigation is pending.